Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported the patient received inappropriate shocks. It was also reported the lead displayed over-sensing, a high count of short v-v intervals, and there was a high number of non-sustained tachycardia events. Additionally, there was a sensing/detection problem with the device. The patient was hospitalized and re-programming was performed. Following, at the time of revision, the right atrial lead was damaged. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.